Event description:
Per the audiologist's report, this pt was experiencing shocks with use of the speech processor. She has a history of post-meningitic ossification and partial insertion of the electrode array. Only 5 electrodes were used in her program. During integrity testing, she experienced a "funny feeling" in the head, discomfort, and a metallic taste in her mouth on the side of the implant. Testing did not show any evidence of device failure. The pt consulted with a second surgeon who decided to explant the device and reimplant a new one on the same side. The date of this surgery is unk.